Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was described as about 100 ml of light yellow diluent that leaked onto the counter by the bsv (blood sampling valve) on the instrument. The leak was not contained. The leak was discovered when the customer was troubleshooting two error conditions: vote out (non-numeric results) for white blood cell (wbc) and platelets (plt) and background failures for wbc and red blood cell (rbc). The customer reran all samples on another analyzer, and discovered erroneous results for one patient sample. The erroneous test results were not reported out of the laboratory. The operator was wearing personal protective equipment of gloves, lab coat and protective eyewear. There were no reports of exposure to mucous membranes or cuts. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and identified the leak from the bsv (blood sampling valve) and cleaned diluent residue from bsv and stm (sample transport module). The fse removed the bsv and found clogged ports for segment loop on rear pad. The fse bleached the bsv and flushed the ports to repair the leak. The fse also discovered h&h (hemoglobin & hematocrit) fail, high cv (coefficient of variation), and false negative blast flags following the repair of the leak during the vip (verify instrument performance) inspection. He cleaned the hemoglobin cuvette (and performed alignment) to address h&h fail and performed mtm (multiple transducer module) alignment, optical count calibration, and conductivity matching procedures to address the high cv and blast errors. None of these items were outside limits for use but were out or near out of the service limits. Evaluation of product labeling: per unicel dxh 800 coulter cellular analysis system instructions for use, (B)(4): beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.